Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken coils/ they took an x-ray and said it was possibly broken') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), dysmenorrhoea ("painful periods"), peripheral swelling ("swelled up so bad") and pelvic pain ("painful"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, menorrhagia, dysmenorrhoea, peripheral swelling and pelvic pain outcome was unknown. The reporter considered device breakage, dysmenorrhoea, menorrhagia, pelvic pain and peripheral swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: coils possibly broken. Concerning the injuries reported in this case, the following ones were reported via social media: device breakage, menorrhagia, dysmenorrhoea, peripheral swelling, pelvic pain female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken coils/ they took an x-ray and said it was possibly broken') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), dysmenorrhoea ("painful periods"), peripheral swelling ("swelled up so bad") and pelvic pain ("painful"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, menorrhagia, dysmenorrhoea, peripheral swelling and pelvic pain outcome was unknown. The reporter considered device breakage, dysmenorrhoea, menorrhagia, pelvic pain and peripheral swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: coils possibly broken. Concerning the injuries reported in this case, the following ones were reported via social media: device breakage, menorrhagia, dysmenorrhoea, peripheral swelling, pelvic pain female. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.